Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the fiducials were placed symmetrically. It was also noted the field of view did not include the tip of the nose as the scan was cutoff. Analysis found that the issue was related to the exam protocols from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported the surgeon said navigation was four millimeters inaccurate. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.